Event description:
The micro drill medium straight attachment was sent in for service and it overheated during performance testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
During quality investigation, severe debris build up was noted within the device. The debris was identified as the probable cause of the overheating noted during performance testing. The micro drill medium straight attachment was discarded because it is not a repairable device once it is disassembled.